Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv pacing lead was rising, pacing capture threshold in the rv was elevated and rising, and also indicated an r-wave amplitude measurement issue. On (B)(6) 2015, rv pacing impedance rose to greater than 3000 ohms and has been steadily rising since (B)(6) 2014. Beginning (B)(6) 2015, rv capture threshold has risen from 1.0v to greater than 2.5v and is consistently high, above 2.5v. R-wave amplitude has fallen to 4mv; last measured was 6.4mv. Concomitant product: 559445, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow increase in pacing impedance and a slow rising threshold with both values high and out of range. The r waves were small, as well. The lead remains in use, however, the patient is awaiting a heart transplant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and that the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated and that the pacing capture threshold in the rv (right ventricle) was rising. Analysis of the device memory indicated a r-wave amplitude measurement issue as well as oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was also reported that, in stored episodes on the most recent transmission, the lead appeared with oversensing and no capture.